Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with vancomycin injection (1gm, discontinued after 15 days) and ceftazidime injection (1gm, discontinued after 15 days) for peritonitis. A day after the event onset, the patient was hospitalized for the event. At the time of this report, the patient was recovered (nine days after the event onset). The patient was discharged from the hospital eight days after admission. Pd therapy was ongoing. No additional information is available.